Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
It was reported that the robot arm had a collision with the mayfield head holder and crashed. After the collision the robot did not load the patient folder any more. The surgeon had to import the patient folder again from the usb stick, but lost the registration of the patient. This happened 2 times.

Manufacturer narrative:
Following the investigation multiple errors occured therefore multiple root causes are identified : the two collisions are due to user error. Multiple dicom contrast bad management is due to a design defect. Failure in the force sensor calibration: the root cause cannot be determined on this occasion. A communication error: the root cause cannot be determined on this occasion. A door switch error is due to a design defect. An excessive error : the root cause cannot be determined on this occasion.